Event description:
A ligasure maryland handpiece (model #lf1937) was opened to sterile field, when plugged into the ligasure generator device, the generator displayed a message that the device had been used too many times and would not perform any functions. The package was intact and appeared to be free from damage and didn't appear to have any previous usage. The generator was restarted and displayed the same error message when attempting to use. An additional lf1937 was opened and used without incidence. The initial lf1937 was marked as a wasted item due to manufacturer error. Item was retained for further investigation.